Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('highly allergic to the coils') and autoimmune thyroiditis ('autoimmune and thyroid issues/ hashimotos') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the allergy to metals, autoimmune thyroiditis and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia and autoimmune thyroiditis to be related to essure. Concerning the injuries reported in this cxase the following events were reported via social media: allergy to metals, alopecia and autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('highly allergic to the coils') and autoimmune thyroiditis ('autoimmune and thyroid issues/ hashimotos') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the allergy to metals, autoimmune thyroiditis and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia and autoimmune thyroiditis to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: allergy to metals, alopecia and autoimmune thyroiditis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.